Event description:
Surgical intervention for vaginal erosion from implanted mesh. Transobturator sling performed original surgery in 2007. Dates of use: (B)(6) 2007 - (B)(6) 2011. Reason for use: stress urinary incontinence.